Event description:
Related manufacturer reference number: 2938836-2019-13417. New information received notes that the event was first discovered via remote transmission. X-rays were conducted and lead replacement was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the right ventricular lead. There were also reports of high ventricular threshold and intermittent capture. The patient was doing okay and was not dependent.

Manufacturer narrative:
Correction: awareness date should have been 09/10/2019 rather than a blank date previously reported 2938836-2019-13243 follow-up number 1. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information indicated that the right ventricular lead and right atrial lead were explanted and replaced. The patient's condition was stable, pre, during, and post procedure.